Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for routine clinic visit and there were episodes of lead noise. It was noted there was a sensing threshold issue. The lead was explanted and replaced. The patient was fine.